Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right hip on or about (B)(6) 2007. Patient experienced physical pain, suffering, injury, disability, disfigurement, and metallosis. Patient has not had the right-sided asr implant revised yet. **update: on (B)(4) 2011 plaintiff fact sheet was received which provided part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.